Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was capsular contracture. Device evaluation: visual analysis of the returned device identified: creases, yellow particles, voids and deformation. Cloudy after autoclave disinfection process in the gel. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is: -no issues found related with the manufacturing.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. Device has been explanted.